Event description:
I had toxemia with my little boy and he was taken three weeks from his due date. I of course had to have a c-section and about two weeks after he was born, he had the worst "colic" imaginable. Tried breastfeeding him but could only do it for 6 weeks because I didn't produce enough. I had silicone implants while I was pregnant with him and he has had terrible asthma, allergies, acid reflux, food intolerance, weird movements which looked similar to seizures and hypospadias. I know that my breast implants caused this to happen to my baby and I want it to be recognized. This does not need to happen to any other child. It needs to stop now. There are no "tests" to prove this, but a mother knows their child and I know what those toxic bags did to me. I almost died.